Event description:
The resident moved back into the recliner and electric hand control was positioned between his body and the chair. The chair kept elevating despite his efforts to stop it. As it elevated his feet didn't slide as he had non-skid footwear on and his right leg subsequently fractured in 2 places.